Manufacturer narrative:
(B)(4). Complaint evaluation testing was performed from the sample returned. One syringe was returned, and the lot number is in accordance with the report. It was observed the syringe had been used and the flange was broken. There are no deviations or remarks identified in the review of batch records on the reported lot that can explain the complaint. No quality issues were found connected to the raw material (glass syringe) which can explain the complaint. The most probable root cause could not be determined. The number of complaints on this batch is low. No further actions will be taken regarding this complaint. Palette life sciences will continue to monitor and trend for reports of this nature.

Event description:
On 06-aug-2024, palette life sciences received a notification of the following event from the [distributor], who received it from a [ hospital] in spain "during injection, the wings of the syringe broken."

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
On 06-aug-2024 palette life sciences received a notification of the following event from the [distributor], who received it from a [ hospital] in spain "during injection, the wings of the syringe broken."